Event description:
It was reported that the pump battery was depleting quickly resulting in the pump shutting off. The customer¿s blood glucose (bg) was 698 mg/dl. Customer administered a manual insulin injection to address elevated bg. The customer continued to use the pump for insulin therapy.